Manufacturer narrative:
One used balloon and inflation device was received. A kink was observed in the catheter tubing 1.5 mm from the proximal metal band inside the balloon. The catheter was wired using a .038" wire guide, noting the wire guide to stop at the kinked areas. Using a small amount of force, the wire guide could be forced through the kinked area. The balloon was then inflated to 20 atm with the inflation device that was returned noting no difficulty with inflation. Additional information received from the distributor indicates since the balloon would not go over the .035" foreign wire guide smoothly, the physician changed the procedure from retrograde (normal channels) to antegrade producing an incision to the kidney to accomplish urine drainage. Due to the wire guide used during the procedure not being returned as well as being unable to determine when or where the catheter was kinked, unable to determine or recreate the difficulty the customer experienced. Should any additional information become available, it will be forwarded.

Event description:
Dr. Tried to use this lot for ureteral stricture, but the catheter does not go smoothly over the foreign wg named tornade. They had to change the procedure and produced nephrostomy due to this difficulty.